Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, they successfully started their sensor session without encountering further errors.